Event description:
While attempting to advance a coronary stent with delivery system through tortuous anatomy, resistance was encountered due to a curvature proximal to the target lesion site in the patient's left anterior descending artery. In response, the guidewire, sds and guide catheter were withdrawn from the patient as one unit. Upon the attempted withdrawal however, the stent became dislodged from the balloon catheter and subsequently embolized within the coronary vasculature. The physician elected to re-establish guidewire support and reintroduce the balloon catheter in an attempt to deploy the embolized stent. The attempt was unsuccessful. A coronary dissection was subsequently observed and the patient was sent for coronary revascularization surgery. Surgery was successful. There were no clinical sequelae reported relative to this event.